Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure both of the device jammed during use. There were issues with the loading and firing of the clips.